Manufacturer narrative:
(B)(4). It was reported that the patient had severe prosthetic aortic valve stenosis. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the root cause of this event cannot be confirmed without the subject device (remains implanted). Patient comorbidities include history of coronary artery disease and hypertension. It is likely that patient related factors contributed to the patient's stenosis. There have not been any allegations of a malfunction or deficiency related to the device. No further actions are possible with the available information.

Event description:
Edwards received information that this patient was approved for tavr within an existing edwards bioprosthetic valve implanted for approximately nine years. It was identified, through review of source documentation provided, that the patient experienced severe symptomatic aortic stenosis. Patient comorbidities include history of coronary artery disease and hypertension. The patient underwent a successful valve-in-valve procedure and was reported stable post-op.